Event description:
During procedure, computer screen went black while md was in transverse colon and had not reached cecum. Colonoscope #(B)(4) in use. Team connected #(B)(4) and restarted procedure. Screen error code was e216. Was able to use #(B)(4) to complete. Olympus rep onsite and states possible fluid invasion. FDA safety report ID # (B)(4).